Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, intra-operatively in a open surgery of lobectomy, during the lung wrapping, the device was difficult or unable to load, face could not fit and could not closed. They opened another product to complete the case and resolved the issue. The patient was alive with no injury. The devices are expected to be returned for evaluation.